Event description:
The customer reported false positive antibody screening tests with cell #3 of biotestcell-p3. The customer had returned the supposedly defective product and four patient samples that had caused false positive test results. The four samples were very hemolytic and discolored; therefore, our quality control laboratory could test only one of the samples. The tested patient sample yielded a 2+ positive reaction with cell #3 of biotestcell-p3. There was not enough patient material left for further testings. Testing of the supposedly defective product with positive and negative samples yielded correct positive and negative results. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.